Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was verified and attributed to a defective capacitor on the main board causing fuses on the battery board to open. The main board and the battery board were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.